Event description:
The user facility reported that the device slipped on the patient. This may have been due to the improper use of the device which resulted in a small laceration on the patient's skull. Attempting to obtain additional information from the facility.